Event description:
The customer received a blood glucose reading of 335 mg/dl from her contour meter and a reading of 520 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot or provide any additional information. She was advised to return her test strips for evaluation. Replacement strips and a new meter were sent to the customer.